Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 5.8. Customer also reported 3 other pts with high readings (approx 4.0 inr), but no lab correlations were performed.

Manufacturer narrative:
Investigation pending.